Event description:
The account alleges that the bed exit would not arm, resulting in a pt getting out of the device and falling out in the hallway, fractioning their hip. The account has determined that the issue is due to the facilities procedures. No other info regarding the pt was provided.

Manufacturer narrative:
The technician provided the account the info needed to order replacement parts to resolve this issue. As of this report, no info has been received by the account, as to the resolution of this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.